Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope post operatively. It was also reported that the right ventricular (rv) lead exhibited loss of capture and high thresholds. The lead was reprogrammed and then it was decided to explant and upgrade the lead. However, when trying to connect the new rv lead to the implantable pulse generator (ipg) the physician was unable to tighten the set screw and found that it was out of alignment. The device was therefore also explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.